Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-11642. It was reported the patient received a "low battery" message, overstimulation at the ipg site, and intermittent stimulation. An impedance check was performed and revealed high impedance. X-rays were taken and revealed no anomalies. F/u revealed the patient's ipg was explanted and replaced. The replacement ipg resolved the patient's issue(s).

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.